Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received critical pump error and a pump error alarm. The insulin pump was exposed to moisture. The customer¿s blood glucose level was 180 mg/dl. Troubleshooting was performed for critical pump error. The customer was unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had unresponsive blank screen due to moisture damage on the electronic assembly, force flex sensor and motor. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test due to unresponsive blank display. A broken force sensor was detected during seating or regular delivery confirmed.